Manufacturer narrative:
The surgeon also noticed refractive surprise in the patient's eye. (B)(4)

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -4.0/+6.0/099 (sphere/ cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was repositioned. Lens rotation not associated to a low vault is reported. Lens repositioning did not resolve the problem. Surgeon states that the lens rotated post-operatively. Lens remains implanted.